Event description:
It was reported that a blood-like substance leaked out of the handpiece during the cleaning process. This event did not occur during a surgical procedure. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was not confirmed. Based on the investigation details, normal corrosion was found in the front plate of the driver. The front motor bearing was rough and the bushings were chipped. Samples of a substance were taken from the rear motor housing and sent out for chemical analysis; results are still pending. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer. The account advised that the handpiece is oiled, which is in contract to the warning in the IFU stating "do not use solvents, lubricants or other chemicals unless otherwise specified".